Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer stated that she is getting alarms while changing the battery. Customer stated that she is getting a lot of no delivery alarms and blank screen. Customer currently disconnected from pump, customer was unable to do troubleshooting due to a family emergency.